Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
This reports is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. 9616031) on behalf of the importer getinge group logistic america, llc (registration no. 3012092534). The issue is being investigated by manufacturing site. H3 other text : device not returned to the manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with 8668 washer disinfector. As it was stated , the steam line was leaking leading to water coming from underneath the unit. It contributed to the person slipping on the wet floor near to the device. There was no injury reported, however it was decided to report this issue based on the potential and in abundance of caution, as a significant leak contributing to the person slipped on the wet floor might lead to an adverse event.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
When reviewing reportable events, we were able to establish that this issue is the 1st reportable customer product complaint where a slipping hazard occurred due to a failure of steam line. The complaint was decided to be reportable to competent authorities based on the potential and in abundance of caution. The product involved in the incident is an 8668 washer disinfector with the serial number (B)(4). The unit was manufactured on 22nd may, 2018 and installed on 6th august, 2018. The DHR was reviewed and no anomaly was found. Upon issue occurrence, the device was not under getinge preventive maintenance agreement. A company representative, who inspected the device, concluded a failure within a safety line that contributed to the water leak. A malfunction occurred in an area where a pipe is connected to the steam valve, the valve however appears to be undamaged. Based on the investigation performed we concluded the root cause of the leakage occurrence to be related to an inadequate welding of those two parts. A repaired device was returned to the usage, after getinge representative service visit. In summary, when the event occurred, the device did not meet its specification however, in the time the event occurred, it was not being used for patient treatment or diagnosis. The device was involved in the reported incident, as a steam leak led to a slipping hazard. Fortunately, no adverse consequences were reported. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).